Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar curved scissors instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a dislodged grip cable at the proximal end in the housing. The dislodged grip cable affected the instrument's ability to move intuitively. Additional observation related to the reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage during multiple attempts. A log review showed 6 engagement failures via error code 22020 indicating engagement failure on the yaw axis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the tip cover accessory was not available for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi has received the mcs instrument used with the tip cover accessory for evaluation. However, the failure analysis investigation on the mcs instrument is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the monopolar curved scissors (mcs) instrument did not open and would not engage with the universal surgical manipulator (usm). The customer stated that the mcs instrument functioned properly at the beginning of the procedure; however, the mcs tip cover accessory needed to be pushed back. After the mcs tip cover accessory was pushed back, the mcs instrument would not engage and presented a yellow light error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage or abnormalities observed during inspection of the mcs instrument and mcs tip cover accessory prior to use. The customer confirmed that the mcs tip cover accessory partially slid down the mcs instrument during the procedure; however, there was no observed arcing. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible following installation. Furthermore, the mcs tip cover accessory was not installed beyond the orange surface, and the installation tool was not used. Additionally, electrolube or any other lubricants were not applied to the mcs instrument prior to installation of the mcs tip cover accessory. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgeon did notice any issues with functionality of the instrument during the surgical procedure. There was no damage noted to the mcs tip cover accessory, mcs instrument, or cannula following the reported event. The customer confirmed that the associated mcs tip cover is not available for return to isi for further evaluation.